Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a recoverable fault in universal surgical manipulator (usm) 2 occurred during the setup for a procedure. The caller attempted power cycling twice without success. The tse had the caller perform a hard power cycle, but the issue persisted. Tse instructed the caller to disable usm 2, allowing the procedure to proceed with three arms instead. Upon reviewing the logs, the tse identified error #23000 on usm 2. An isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have fail the sensors check for the yaw searchlight when installed on a test fixture. Based on the complaint the yaw searchlight was determined to be consistent with the issue and was replaced in the usm. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a faulty yaw searchlight within the usm. Intuitive followed up and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was a robotic-assisted total hysterectomy with bilateral salpingectomy. Additionally, dr. Jassim performed a robotic-assisted diagnostic laparoscopy to check for a hole in the bowel/mesentery. The procedure was scheduled for 9:45 am and took place from 9:53 am to 12:43 pm. The procedure commenced at 10:18 am. After restarting the robot three times the surgeon disabled the usm and completed the procedure using three arms. It was confirmed the issue occurred mid procedure. Please refer to section a for patient demographic information.